Event description:
Parent states took tube out of package for first time use. Placed decompression tube into bard button, began to draw up on syringe and noted no residual. Removed tube from button and noted the hole on proximal end of adapter was too small. Used another decompression tube.